Manufacturer narrative:
Lot number is unknown.

Event description:
The clinician reported that the implant at tooth site 36 fractured at the collar and was removed on (B)(6) 2019.

Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
One impl scr-v sbm 3.7mm 3.5m m 10mm was returned for inspection. A visual inspection confirmed the implant was fractured, confirming the reported malfunction. A complaint and device history search could not be performed as the lot number was unavailable. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is related to the functional performance of the product. The following sections have been updated: b4: date of this report, d3: manufacturer, g2: manufacturer's contact office, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative, note: b5 and h1 were re-entered as these fields are required.